Event description:
The manufacturer received information alleging a patient's blood oxygen saturation decreased while using a ventilator and needed to be placed on a back up ventilator. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board and interface board need replaced to address the issue.